Event description:
During a standard cardiac diagnostic procedure in the cath lab, the rotator on a high pressure tubing set broke apart while injecting at less than the rated pressure of 1200 psi. Blood and contrast solution sprayed a nurse and the back wall. The nurse was appropriately gowned and did not require treatment. No pt harm or injury resulted from this event.

Manufacturer narrative:
The actual device involved in the reported event was returned to merit and evaluated. It was noted that the o-ring seal component of the tubing set was missing from the returned device. Visual inspection of the returned device verified that the back of the collar had separated from the portion of the collar that is bonded to the rotator body. Examination of the hub and rotator body indicated no irregularities that would cause the seal to fail under pressure. Based on this assesment, the complaint was confirmed. This type of failure is typical of a rotator that has been over-pressurized. A defective o-ring, or the presence of foreign matter on the o-ring, could also cause this type of failure. Because the o-ring was not returned with the device and because the lot number of the device involved in the event is unknown, this could not be evaluated. Because the lot number of the device involved in the event is unknown, a review of the manufacturing records could not be conducted. Merit medical has implemented process improvements to minimize the presence of foreign matter on the o-ring, thus returning the device to its original performance specification.